Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the atrial lead exhibited noise oversensing, which was suspected to be due to electromagnetic interference (emi) and resulted in an inappropriate auto mode switch (ams). No intervention was performed. The patient¿s clinical status was not reported.